Event description:
Itchy rash (legs, abdomen, back, both arms) [rash pruritic]. Case description: a spontaneous report was received on (B)(6) 2010 from an hcp regarding a (B)(6) female pt with a history of osteoarthritis of the knees, initials (B)(6), who experienced an itchy rash on the legs, abdomen, back and both the arms after starting synvisc. Per hcp, the pt also received two series of synvisc injections previously in the past two years (dates not provided). On (B)(6) 2010, the hcp reported the following: the pt received a series of three injections of synvisc into both knees on (B)(6) 2009. The hcp reported that on (B)(6) 2009, the pt experienced an itchy rash that began on her left knee. The rash spread to her legs, abdomen, back and both arms. The pt was seen again by her hcp on (B)(6) 2009 and was prescribed 20mg of prednisone, daily for ten days. The pt was seen again on (B)(6) 2010 by the hcp. The hcp noted that there was minor improvement, but there was no resolution of the rash. The pt was prescribed a second round of prednisone, 20mg twice daily for ten days, on (B)(6) 2010. The pt was seen by the hcp on (B)(6) 2010. At the time of this report, the hcp reported that the rash had resolved on the pt's arms, but still remained on her legs, abdomen, and her back. In the opinion of the hcp, the rash is probably related to synvisc. On (B)(6) 2010, a company physician contacted the hcp and he reported the following: the company physician confirmed that the pt had received synvisc twice in the past successfully and experienced the adverse reaction of an itchy rash with the third series recently. The company physician suggested that since the etiology of the reaction is unk at this point in time, it may be prudent to avoid avian viscosupplementation in the pt and that an allergy consultation might be in order. On (B)(6) 2010, additional info was received in the form of qa results. The production and quality control documentation for lot# v0912, with expiration date 08/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# v0912, with expiration date 08/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.